Manufacturer narrative:
Visual inspection revealed a portion of the abutment was returned with a screw. The reported fracture was confirmed. A manufacturing review did not identify any deviations which would result in or contribute to the complaint. This event is being reported due to a single preceding medical device report where surgical intervention did occur. This event is a subsequent malfunction. The risk to the patient is remote. Investigation of other complaints with similar abutments that were fractured concluded the fracture was related to the design of the hex and boss connection and to the screw access hole which led to the recall.

Manufacturer narrative:
(B)(4).

Event description:
The lab reported that the abutment broke.